Manufacturer narrative:
Technician recommended that account check the CPR drive. Account tried to duplicate the issue but have been unable to get the problem to reappear. Technician requested that account call back when resolution was found. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed hi/low drifted down while not plugged in.